Manufacturer narrative:
The reported event was patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient passed away due to cardiac arrest, mediastinal bleed, and aortic aneurysm. There is no allegation from a healthcare professional that the dual chamber pacemaker system caused or contributed to the patient's death.